Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since date of implant the patient noticed that the implant was kind of deep. Patient said they had difficulty connecting their devices to their implant initially after implant and noticed recently they have had more difficulty. The patient said when they're home sometimes they want to adjust their stim and they get frustrated and give up because they can't connect but they'll try a few days later and it might work. Patient said they've tried connecting to their ins at 2 MRI appointments and during one appt they were able to connect but the most recent appt, they tried to connect for 45 minutes and they weren't able to. Patient said the other day they connected to their ins through clothing but normally they place the communicator on their skin and have to press communicator down against the skin. Patient said that they spoke with manufacturer representative (rep) a few days ago and the rep gave the patient some tips on how to connect to the implant after patient not ified them of their telemetry issues. Patient mentioned that they have gained a few pounds over the past year due to covid 19 but said that shouldn't effect it. Patient confirmed that every time they tried to connect and weren't able to, the handset was showing 'device not responding' and said they continue to press retry after repositioning the communicator. Patient also confirmed all external equipment is functioning as intended. Patient services (ps) reviewed telemetry could be due to implant depth and redirected to their healthcare provider (hcp) to check internal components/placement. Patient said they still need an MRI and haven't been able to connect with the rep. Sent email to rep to notify of situation and coordinate helping patient onsite for next MRI. Patient called regarding a letter they received from mdt. Patient relayed the questions and their answers. Question 1: what was the cause of difficulty connecting? Patient stated they don't know. Question 2: what steps will be taken to resolve the issue? Patient stated they have an appointment with hcp on july 13th to check on ins. Patient also mentioned being unable to get MRI scan done due to connection issues as previously noted.